Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg incision site was leaking fluid following an ipg pocket revision surgery. The patient was administered antibiotics and received a wound debridement.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the incision site has healed, and the issue has resolved.

Event description:
Additional information was received that the ipg became superficial. As a result, surgery occurred to explant the ipg. The issue has since resolved.